Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified high glucose sensor scan readings and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and firefighters brought them to a hospital. A healthcare professional (hcp) provided glucose and checked their vital signs. The hcp later obtained a laboratory result of 34 mg/dl compared to a higher sensor scan reading of 87 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was six days. There was no report of death or permanent injury associated with this event.